Event description:
The account alleged the bed exit did not alarm when the pt left the bed. No injury reported.

Manufacturer narrative:
No further information is available in the repair of the bed at this time.